Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Reportedly, the customer required assistance to treat bg level via glucose tablets and consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.